Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Device has been evaluated, but not yet repaired.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in patient use.